Manufacturer narrative:
Additional information: g4, g7, h3, h10 (investigation results) correction: h3, h6 (device, method, results, conclusion), h10, h11. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/15/2015 to the present date 12/10/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that there was a broken motor strap. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a broken motor strap. There was no patient involvement.